Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with flu like symptoms and occasional heavy beating. Upon interrogation of the pulse generator, apparent interference with high frequency current pulses was noticed on the electrocardiogram. The physician determined the event was an artifact. The artifact could not be correlated to the patient¿s symptoms. The cause of the artifact was unknown and could not be determined. The patient had presyncope and was discharged. The symptoms were not determined to be related to the noise. The patient would continue to be monitored.